Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pin was found to be bent during its initial placement. The lead was removed an alternative lead was placed. No patient complications have been reported as a result of this event.